Event description:
A valiant stent graft was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. The left and right iliac arteries had no tortuosity or calcification. The patient presented with a dissection of the proximal descending aorta. The total length of the aortic dissection was 50mm. A CT of the chest shows that the patient had an unknown endoleak. There are no plans to treat the endoleak due to the patient's frail health and concomitant medication. The subject was doing well at discharge. The endoleak has not been treated to date. The 3d recon revealed that the stent graft has migrated 10 mm distally at the 6 month follow-up. The patient did not return for their 12 month follow up. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (endoleak, migration), patient's condition - predisposed event (pre-op dissection), patient's condition affected effectiveness of device (frail health). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (frail health).